Event description:
It was reported that the customer was hospitalized with high blood glucose of 23 mmol/l and diabetic ketoacidosis. His symptoms included vomiting and nausea. The customer treated with manual injections. It was stated that the patient had a stomach virus and his blood glucose would not go down, before he was taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.